Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6085686. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Not confirmed. Three retention lot samples were evaluated during this clinical investigation. All three retention and control lot samples performed as expected and no product issues were observed during the clinical investigation. This is the first complaint reported with regards this lot number. Bd was unable to duplicate or confirm the customer¿s indicated failure (glass breakage during centrifugation) mode because the defect was not evident in the testing of the customer samples. This incident and lot number will be monitored for future occurrences. This complaint is not confirmed with regards to breakage during centrifugation. (B)(4).

Event description:
I was reported that 16 x 125 mm 8.0 ml bd vacutainer® glass cpt molecular diagnostics tube were breaking during centrifugation. No injury or medical intervention.